Event description:
The doctor inserted a needle for right jugular central venous line placement. Was successful with one attempt. Went to feed catheter, however, the catheter was defective. This occurred twice. For the second kit, the catheter was defective as well. The third kit was fine. The defective catheters resulted in the patient being stuck 3 times and soft tissue bruising.